Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of switch button 1 not working was confirmed, due to damage. In addition to the finds reported in b5, the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob did not meet specification due to the elongation of the angle wire. The insertion tube had wrinkles. The curved rubber adhesive part was missing. The tip cover, operation part, insertion part, switch box, operation unit cover, grip, universal cord, and scope connector were scratched. The suction cylinder was scraped. Water coverage was recognized on the electrical connector. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for the issue was not established. However, it is probable that the issue occurred due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The subject device (evis lucera duodenovideoscope) is an olympus loaner asset that was returned for switch button 1 not working. There was no report of patient harm associated with this event. During incoming inspection, it was determined the adhesive part of the lighting lens was peeling off. There was a gap in the glued end where dirt had entered the lens through the gap. This MDR is being submitted to capture the reportable malfunction found during evaluation.